Event description:
The account alleged that the brakes allow the bed to move slightly while in brake mode. No pt impact.

Manufacturer narrative:
The account replaced all brake casters to resolve the issue.